Event description:
It was reported that the doctor had a patient that was part of the sonata 2 study back in 2018. The patient had some issues with glare/trouble seeing etc and he wants an intraocular lens (iol) exchange. The lens was used during that study and it looks like a monofocal to doctor, but maybe it is like a vivity/edof lens. Doctor was wondering how different is it from a za9003 (which is what he would exchange it for). Doctor wanted to know whether he get any benefit in exchanging it or is his glare/halo not expected to change that much after exchanging with that lens. Patient also had lasik touch up and yag after surgery with vtv. No further information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 used to indicate pt-secondary surgical intervention and pt-yag. Attempts have been made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.